Event description:
It was reported that a patient¿s cycler on power up was smoking and made a loud pop noise during preparation of their peritoneal dialysis (pd) treatment. It was noted that the cycler was smoking from the back of the cycler. The patient declined to continue to use their cycler. A new cycler was issued to the patient. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Pre-accelerated stress test (ast) 15mins 1000ml simulated treatment was performed and completed. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a patient¿s cycler on power up was smoking and made a loud pop noise during preparation of their peritoneal dialysis (pd) treatment. It was noted that the cycler was smoking from the back of the cycler. The patient declined to continue to use their cycler. A new cycler was issued to the patient. Additional information requested but has not been obtained.